Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported event remains unknown.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The customer reported that the exposed wires at the back of the unit began to spark. The customer stated that the unit was unable to be powered on. The unit was plugged into a power strip. The unit was moved to a wall outlet and the power button was pushed but the unit did not respond. Customer was asked to remove the cord from the back of the unit and re-attach them. The exposed power cords coming from the back of the unit began to spark. The unit will be replaced.